Manufacturer narrative:
(B)(4). This report of a check heater line alarm was not confirmed and the root cause was undetermined. The patient did state that there was a large amount of air in the line. Air in the lines can not cause this alarm. How air got into the line could not be determined based on the available information. The batch information was reviewed for lot h11c16031 and no issues or exceptions were noted. The labeling review found that labeling adequately addresses potential use errors for this issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) regarding the reported event. The hp stated he did not notice any visible damage or abnormalities with the cassette that may have caused the air in the lines. The hp explained that he discarded the sample. The hp advised that he was able to resume therapy successfully with new supplies. Per the hp, he was doing well on therapy. There was no patient injury or medical intervention reported.

Event description:
The customer contacted baxter's technical service center regarding a check heater line alarm; which occurred on the homechoice (hc) during use, during fill 1. The baxter technical service representative (tsr) had the home patient (hp) flip the heater bag over, check the lines for kinks and clamps. The home patient (hp) was able to resume the fill. The fill volume was beginning to increase, however, there was a large amount of air in the line. The tsr assisted the home patient (hp) with ending therapy. The hp was told to start over with new supplies. The hc was operational. The sample this writer contacted home patient (hp) on (B)(6) 2011 regarding the reported problem. The home patient (hp) stated they did start over with new supplies, and was able to finish therapy without further problems. The hp stated they are not sure as to what led to the alarm. They stated they do not have samples but provided the lot number to this writer h11c16031. The hp stated overall the therapy has been continuing without further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.